Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. Data investigation shows cgm read 280 mg/dl at 12:22 am on (B)(6) 2024 and fs read 231 mg/dl at 12:23 am on (B)(6) 2024. Inaccuracy is 21.21% with a point difference of 49. The complaint of inaccurate readings was confirmed.